Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot number required to review the device history records and complaint history was not provided. The investigation could not verify or draw conclusions about the reported event based on the provided information. The need for corrective action is not indicated.

Event description:
The patient was revised because of loosening.